Event description:
As reported by the user facility: customer states that ref# (B)(4), lot# 0061261657 failed. "I had a case last week on a very small infant ((B)(6)) that lost a full blood volume quickly. I had one of the new buretrols. The buretrol ran dry, air was entrained into the line, and the drip chamber collapsed, and could not be opened, which prevented us from being able to clear the air from the line. We had to disconnect the line from the patient and hook up a new IV. This was unacceptable and dangerous in a massive resuscitations." Incident happened the week of (B)(6) 2012.

Manufacturer narrative:
Two used sets, one marked "good" and one marked "bad", with no packaging were returned for evaluation. There were no manufacturing defects observed on either set. The chamber drip chamber did not appear to be collapsed on either set. Both sets were spiked and primed with normal saline. The burettes were filled with 100 ml of solution. The solution was allowed to run in the sets by gravity until the burettes were empty. At that time, the disc covered the bottom of the burette and the fluid remained in the drip chamber on both sets. There was no air observed going into the drip chamber or line and no collapsing of either drip chamber. The reported defect could not be duplicated. The burette assembly number (B)(4), is a purchased component. All available information has been sent to the vendor for further investigation. Batch record review of the reported lot did not reveal any discrepancies or nonconformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number, evaluated part or involved finished good or component lot numbers. In a follow up with the facility, it was confirmed that the patient suffered no adverse effects and no intervention was needed as a result of the incidents. The reporter from the facility confirmed that on the set marked 'bad', the patient was under anesthesia and in the MRI. The burette set had 100 ml's left in it when the nurse had left the room for a break. When she returned fifteen minutes later, the burette had run dry and the drip chamber had collapsed. There was some fluid remaining in the line towards the distal end of the set, near the stopcock assembly. She confirmed that at that point they tried to remove any possible air they believed was entrained in the line, but could not because the drip chamber would not fill back up because it was collapsed. After they tried to aspirate with a syringe they ended up disconnecting the set at the stopcock and that part of the set went with the patient. The upper portion of the "bad" set was then saved and returned for evaluation. Since the actual complete set involved in the incident was not returned, a thorough evaluation could not be performed and no specific conclusions can be drawn. Per the instructions for use to refloat the disc, "refill the burette to the desired volume. Pinch tubing just below drip chamber or clamp off. Squeeze drip chamber of IV once or twice (as required) to refloat the shut off disc. Caution: do not squeeze drip chamber without filling burette chamber with fluid; otherwise, suction created in drip chamber may cause disc to stick fast". If additional pertinent information becomes available, a follow up report will be submitted.